Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump had an insulin pump error alarm. The customer's blood glucose value was up to 30 mmol/l due to the switch to the insulin pump, and now down to 9.0 mmol/l. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer did notice a crack they had not seen before. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.